Event description:
Customer received a blood glucose result of 136mg/dl. Several mins later spouse found pt unconscious. The customer had not taken medication. 911 was called, when they arrived they received a result of 37mg/dl. The customer was given liquid glucose orally and the paramedics retested and received a result of 26mg/dl. The customer was given an IV of glucose. Controls were expired. A request was made for the return of the suspect device and replacement product was sent.